Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure for the leadless implantable pulse generator (ipg), the threshold was bad and could not capture. Multiple sites were attempted with similar values. The device was removed and a hematoma around the device, cup and tether was noticed. The ipg was attempted not used and replaced. No patient complications have been reported as a result of this event.